Event description:
Patient experienced cardiac arrest due to ventricular fibrillation. Upon interrogation, device revealed multiple failed shocks at maximum output. The device was replaced with a competitor crt-d. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. An initial interrogation of the device using a clinical programmer revealed the battery status mos2. An amount of 22 charging cycles was documented. The memory content of the device was inspected showing no anomalies. The episode holter revealed that a vf episode (episode 76) was detected on (B)(6) 2019 at 08:35pm as a result of the detection of intrinsic heart signals. Upon inspection of the shock holter and the available iegms, it was confirmed that four maximal energy shocks were delivered during episode 76. The vf was not terminated by the first three shocks, as mentioned in the complaint description. The fourth shock terminated the vf episode successfully. The data revealed no signs of a device malfunction. The vf episode was properly detected by the ICD and therapy delivered as programmed. The ICD functioned as expected. At a next step the ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. Confirming the clinical observation, three shocks were delivered during episode 76 without therapeutic success, presumably due to a high defibrillation threshold. The fourth shock terminated the vf episode successfully. The ICD functioned normally and as expected. A thorough analysis of the memory content as well as the functionality of the ICD proved the device to be fully functional. There was no indication of a device malfunction.